Manufacturer narrative:
Continuation of d10: product ID 8781 serial / lot# (B)(6) implanted: unknown product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was initially received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving gabalon (unknown dose and concentration) via implanted infusion pump on (B)(6) 2024. It was reported that around (B)(6) 2024, the patient that was implanted at a different hospital, developed pain at their pump implantation site and consulted medical consultation. The date (B)(6) 2024 is considered an approximate date of event (specific month and year known only). Additional information was received from a foreign healthcare provider via a distributor on 2024-feb-16. The reason for the pump therapy was spinocerebellar degeneration. The dosing period regarding gabalon was from (B)(6) 2022 and ongoing. The causal relationship of pain at the pump implant site was unrelated to drug, pump, catheter, and procedure. There is no factor such as the pump hitting the ribs or pelvis. There is no causal relationship with the procedure because of the time that has elapsed since the surgery. Additional information was received from a foreign healthcare provider via a distributor on 2024-feb-29. It was reported that it was unknown if the patient's pain had resolved. The cause of the patient's pain was asked, but unknown. Additional information was received from a foreign healthcare provider via a distributor on 2024-jun-07. Surgery to change the placement position was performed on (B)(6) 2024 due to the pain at the implantation site.

Manufacturer narrative:
H6 correction: the previously applied conclusion code d12 is not applicable and was replaced with d14. The previously applied annex f code f15 is not applicable and has been since removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor on 2024-jun-07. Surgery was performed on (B)(6) 2024 (not (B)(6) 2024 as previously indicated) due to pain at the implantation site. The problem was resolved and no product would be returned to the manufacturer as it remains in use. Refer also to MFR report # 2182207-2024-02306 regarding a subsequent event.